Event description:
Clinical study: same case as 6000093-2005-01452, 6000093-2005-01453. It was reported that 258 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr) to treat focal in-stent restenosis. The physician treated the pt with a staged procedure. Target lesion was a 3.0mm, 99% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of two taxus express2 8.8% (2.50x24mm and 3.00x28mm) drug eluting stents with a 3mm overlap. There were no complications. The pt was discharged the next day on plavix and aspirin. Twenty days after the initial procedure the pt had the second procedure. The lesion being treated was a 2.5mm, 70% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the same day on plavix and aspirin. 258 days after the initial procedure the pt underwent a tvr. The physician successfully placed a johnson & johnson cypher stent in the mid lad and prox rca to treat focal in-stent restenosis. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.